Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds and no pacing. It was noted that there was resistance when entering the guide wire into the lead. The pacing lead was not used. No patient complications have been reported as a result of this event.